Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2021-03020 and MFR. Report #3005099803-2021-02928 ). It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a surgical treatment for urinary calculi procedure in the ureter, performed on (B)(6) 2021. During a planned stent removal, performed on (B)(6) 2021, it was noticed that calcification on the surface of the left and right d-j ureteral stent were present. The presence of the stones led to the stiffness of the ureteral stents which made it difficult to remove. The left d-j ureteral stent was pulled out after several attempts. When the right d-j ureteral stent was attempted to be removed, resistance was large and the stent was broken from the middle section. A second procedure was performed and both stents were successfully removed in its entirely with a pair of forceps. Another polaris ultra ureteral stent was implanted and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.